Manufacturer narrative:
(B)(6). The lot was manufactured from august 05, 2020 - august 06, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused after use of the device. It was further reported that approximately 50% solution was left in the balloon. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.